Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch and low out of range (oor) impedance warning and is trending downwards. The rv lead remains in use. It was further reported that the rv lead exhibited increased impedance and high thresholds. It was further reported that the rv lead was reprogrammed. It was further reported that the implantable pulse generator (ipg) exhibited a false low lead impedance warning. The ipg remains in use. No patient complications have been reported as a result of this event.